Manufacturer narrative:
(B)(4.) Lot # device manufacture date: lot # 151012, manufacture date: 10/12/2015, quantity affected: 1; unknown, unknown, 2. Method: only a part of the expiratory limb and wye piece of the complaint rt380 adult dual heated evaqua2 breathing circuit, with lot number 151012, was returned to fph in (B)(4) and was visually inspected. Pressure test was not conducted as the received device was incomplete. Results: visual inspection revealed that the collar at the patient end of the expiratory limb was cracked along its length. A lot check revealed no other complaints of this nature for lot number 151012. Conclusion: we were unable to determine what has caused the collar to crack; however, based on previous investigations the crack is most likely due to the connector being in contact with a chemical solution, resulting in environmental stress cracking. The hospital informed us that the subject circuit passed the ventilator leak test prior to patient use. We can therefore conclude that the damage to the circuit only occurred during use, but was originally functioning as intended. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the y-piece on three rt380 adult dual heated evaqua2 breathing circuits were damaged. This was observed during use on patients; however, no patient consequence was reported.

Manufacturer narrative:
(B)(4). We are in the process of obtaining further information to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the y-piece on three rt380 adult dual heated evaqua2 breathing circuits were damaged. No patient consequence was reported.